Event description:
It was reported the pt underwent avr for aortic stenosis with no complications. The pt was admitted and tee revealed insufficiency. The surgeon explanted the valve and replaced it with an edwards pericardial valve. Upon explant, the surgeon noticed gross thrombus on the ventricular side of the valve. The surgeon suspected endocarditis but the pathology report was negative. Add'l information has been requested.